Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the submitted log file. The log file captured a backup battery fault alarm event that became active on november 18, which would have resulted in the device to display a "call hospital contact" message. The alarm was active as a result of a backup battery load test failure fault. The returned 11v backup battery (serial # (B)(6)) was tested using laboratory equipment and was found to function as intended. The backup battery is able to fully charge without any alarms active and able to support the system for a minimum of 15 minutes. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Also, the reported event of the lvad_off/pump off alarms was confirmed with the submitted log file. The log file captured a driveline disconnected alarm event at 10:39 am on november 18 that appears consistent with the report of a system controller exchange attempt. The driveline was connected shortly after and the system recovered to the stored speed value of 4,800 rpm. At 10:41 am, another driveline disconnected alarm became active. The driveline was connected at 10:49 am and the system recovered to the stored speed value of 4,800 rpm. This event is consistent with the report of the driveline being successfully connected. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller serial # (B)(6) was shipped to the customer on 29jul2018. It was noted the system controller was shipped with 11v backup battery serial # (B)(6). Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Under section 2, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested, but no provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) and had brief cardiac arrest. The patient recovered and was able to communicate that she performed her self-test in the morning and the screen read "call hospital contact." The patient called ems (emergency medical services) and the emt/paramedic thought the controller needed to be changed so a controller exchange was attempted, but it was unsuccessful. When the patient arrived to the ER the staff was able to reinsert the driveline into the patient's original controller. Upon interrogation, it appeared that pump was off at 10:39 and then restarted at 10:49. The times were one hour later due to the recent time change. The replace battery alarm was also present later and the backup battery was replaced with a new one. Log file reviewed and the backup controller ((B)(4)) event log recorded 2 events on (B)(6) 2020. There were no issues regarding the controller's backup battery. The primary controller ((B)(4)) recorded backup battery fault alarms on (B)(6) 2020. The driveline disconnected from the controller on (B)(6) 2020 at 10:39:04am and reconnected on 2020 at 10:39:09am. The driveline disconnected from the controller again at 10:41:21am and reconnected at 10:49:22am. The driveline disconnects were associated with pump off alarms. The pump was off for about 5 seconds on (B)(6) 2020 at 10:39am and then 10 minutes at 10:41am. The backup battery fault alarm appeared to have resolved on (B)(6) 2020 at 11:04am. Manufacturer report number of pump: (B)(4).